Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Based on the patient's deteriorated health, the physician elected to program tachycardia therapy off and leave the device implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that the device emitted beeping tones and again showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The local field representative inquired about programming beeping tones off. Boston scientific technical services (ts) discussed that tones with a fault message is a non-programmable feature. The physician has opted not to replace the device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.